Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow and suction events were confirmed via review of the controller log files which revealed several decreases in power consumption and estimated flow starting on (B)(6) 2021, as well as intermittent suction events within the analyzed period; five low flow alarms were logged since on (B)(6) 2021. Additionally, one high watt alarm was logged on (B)(6) 2021 immediately following a change in the power limit alarm threshold. Information received from the site indicated that, in addition to the low flows and suctions, the patient experienced decreased preload to the ventricular assist device (vad) due to cardiac tamponade and worsening right ventricular function. An echocardiogram revealed worsening right heart failure, which continued to worsen despite treatment, including a decompression procedure, medication, and temporary right vad support. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and poor vad filling. Based on the available information, the most likely root cause of the observed high watt alarm event can be attributed to inappropriate pump rotational speed and/or incorrect setting of alarm threshold. Per the instructions for use, bleeding and worsening heart failure are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post-implant of the ventricular assist device (vad), the patient had decreased preload to the vad due to cardiac tamponade and worsening right ventricular (rv) function. The vad exhibited low flows alarms due to suction. An echocardiogram was performed and revealed a worsening of right heart failure. The patient was urgently taken to the operation room (or) for decompression. Afterward, the rv was dilated and had decreased function, the patient was on nitric oxide, milrinone and then re-initiated on epinephrine. The next day, rv function continued to worsen and the patient was urgently taken to the cardiac catheterization laboratory (cath lab) for right ventricular assist device (rvad) implantation. Two days later, rv function was still worsening despite temporary rvad support. The patient was taken to the operating room to explant the rvad and replace it with an external blood pump. The vad remains in use. No further patient complications have been reported as a result of this event.